Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, gvhicu pyxis down in critical area with no power black screen. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was down critical area, no power, black screen. The field service engineer (fse) inspected the station, which showed a black screen and would not power on. Cables and the power supply were swapped and tested; the unit powered on only after disconnecting components, isolating the issue to the matrix drawer solenoid. The solenoid was identified as faulty and replaced. The system functioned as intended after the field service engineer (fse) resolved the issue.